Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device resulting in elevated blood glucose levels. This occurred with two cartridges from the same lot number.